Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿damaged thermistor or improper connection to connector¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing foley catheter had read temperature at higher than normal temperatures indicating that patients were having high fevers when they were actually not. Customer have changed out temperature cords to ensure it was not the cords and it¿s seemed that the issue was with the foley catheter themselves. Temperatures have been reading as high as 106-107 degrees fahrenheit. Also stated this could be a patient safety issue if the care team was treating off the probe and not double checking the patient's temperature and this occurred on five different patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter had read temperature at higher than normal temperatures indicating that patients were having high fevers when they were actually not. Customer have changed out temperature cords to ensure it was not the cords and it¿s seemed that the issue was with the foley catheter themselves. Temperatures have been reading as high as 106-107 degrees fahrenheit. Also stated this could be a patient safety issue if the care team was treating off the probe and not double checking the patient's temperature and this occurred on five different patients.